Event description:
The account alleged that the head section of stretcher is stuck in the raised position. No pt impact.

Manufacturer narrative:
The account replaced both head gas springs to resolve the issue.